Event description:
Baxter sales rep received report from customer with a problem on this pca ii pump. Customer reported the pump was programmed to administer 1mg of morphine every 6 minutes with a lock out of 10 mgs per hour. The patient reaches the 10 mgs in 45 minutes and the pump alarms. When the nurse silences the alarm, the alarm will go off again as soon as the patient pushes the pca button. The nurse is able to shut off the alarm by using the key and resetting the pump. No patient injury has been reported.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from the FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA july 19, 2007. Device has been requested for evaluation. If the device is received and an evaluation performed, a follow-up report will be filed.